Event description:
A nurse reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.

Event description:
Additional info provided indicates the event was not a problem with the lens guide as had been originally reported. The complaint was for the intraocular lens.